Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. Event history log review confirmed the customer¿s complaint. Functional testing was able to replicate the reported issue. The root cause was determined to be dso calibration required. The dso seal was replaced and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion problem and was sent for repair. There was unknown patient involvement and unknown patient harm.